Event description:
It was reported that a customer's pump screen would not turn on and the battery was not charging, despite using known working charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to try different charging cables and adapters, but the issue persisted. Consequently, a replacement pump with updated software was sent to the customer. Replacement charging supplies were dispatched to ensure customer satisfaction. The customer will use multiple daily injections as a backup therapy.